Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a hip surgery procedure using trochanteric fixation nail advanced (tfna) was performed. The surgeon was unable to smoothly slide the triple trocar sleeves through the 125 degree aiming arm. The sleeves were unable to slide all the way though and click into place. Another set was opened and a different 125 degree aiming arm was used to complete the procedure. The same silver triple trocar sleeves were used. Surgeon had no further issues once the aiming arm was swapped out. The procedure was completed successfully with a surgical delay of 5 minutes. There was no patient consequence. Concomitant device reported: tfna nail (part# unknown; lot# unknown; quantity: 1), guides/sleeves/aiming: sleeve (part# unknown; lot# unknown; quantity: 1); insertion instruments: trocar: trauma (part# unknown; lot# unknown; quantity: 1). This report is for 1 125 deg aiming arm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.037.014. Lot number: 20p8973. Manufacturing site: haegendorf. Release to warehouse date: 23 december 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Planned non-product non-conformance was opened to manage all work orders (wo) and purchase orders (po). This nc is affecting DHR reconciliation only and, for this reason, products are not impacted. Visual inspection: the 125 deg aiming arm (part #: 03.037.014, lot #: 20p8973) was received at us customer quality (cq). Upon visual inspection, no damage or defects are observed. Functional test: the functional test was not performed as alleged mating devices were not returned. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: there was no damage found on the device and relevant dimensional analysis was unable to be performed. Document verification: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Investigation conclusion: this complaint is not confirmed as no defects were identified on the device and the mating devices were not returned. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.